Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and no longer hold a charge. The patient underwent an ipg replacement procedure and no issues or complications noted. The explanted ipg will not be returned.